Manufacturer narrative:
Exact date unknown, event occurred 2 months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7086307.

Event description:
It was reported that the patient was not getting full coverage of pain areas due to lead migration and high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.